Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to the clinic after receiving a patient notifier for out of range impedance. The lead exhibited a single high out of range pacing lead impedance. The lead exhibited normal and stable capture, sensing, and other pacing lead impedance measurements. Lead testing did not reproduce any out of range measurements. The pt would be monitored.